Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was interrogated in its box prior to implant, and was found in standby mode. The device was re-initialized and was not implanted.

Event description:
Reportedly, the subject device was interrogated in its box prior to implant, and was found in standby mode. The device was re-initialized and was not implanted.